Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the reported event. Hsc was not able to test the customer's sample as not enough sample was available. The cause of the discordant, falsely elevated thyroid-stimulating hormone result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated thyroid-stimulating hormone result was obtained on a patient sample on an advia centaur xp instrument. The initial result was reported out to the physician(s), which was questioned. The customer tested a new sample on an alternate instrument, resulting lower. The customer issued a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated thyroid-stimulating hormone result.